Event description:
Event description guidant received information that one day post implant, this transvenous implantable lead's impedance dropped from 1,200 ohms to 500 ohms. The pacing threshold increased from 1v to 5v. Guidant received additional information that the patient returned to the clinic and loss of capture was observed.